Event description:
The account alleged the side rails are not locking and the pt fell out of the bed. The account alleged the pt kicked the side rail when moving and the side rail was not tight and the pt fell onto the floor. The pt was sent for a cat scan and an x-ray and the results were negative. The pt complained of pain and soreness possible from the fall and has a bruise on their shoulder.

Manufacturer narrative:
The technician found the side rail will not lock and an insert bushing is missing from the side rail. The technician replaced the side rail insert bushing to resolve the issue.